Event description:
It was reported that the patient presented in-clinic for a magnetic resonance imaging (MRI). It was noted post MRI scan that the implantable cardioverter defibrillator (ICD) was in back-up mode. As a resolution the ICD was reprogrammed, and restored. The patient condition was unknown.